Event description:
The customer called to replace the device's hard paddles. The reason for replacement is not known, other than maintenance requested it. There was no pt use associated with the reported incident.

Manufacturer narrative:
Physio-control provided customer with part number for a replacement adult paddle adapter. The paddle assembly will not be returned for an eval. The root cause for the reported incident could not be determined.